Event description:
Caller reported that with multiple infusion sets the connector often separates from the infusion set tubing and insulin leaks out. Caller stated the patient experienced elevated blood glucose level of 400 mg/dl. No adverse event reported. Requested return of the alleged infusion sets for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.